Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient lost the cartridge cap while changing infusion set and cartridge on (B)(6) 2014. The patient discontinued pump use and self treated with an alternate insulin delivery method, but developed diabetic ketoacidosis (dka), bg ranging from 400-600 mg/dl, and was hospitalized on (B)(6) 2014. Treatment included IV fluids. Patient remains hospitalized at time of call. There was no allegation of pump malfunction. This complaint is being reported as the patient experienced dka after losing the cartridge cap.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.